Manufacturer narrative:
E1: initial reporter facility name: (B)(6). E1: initial reporter address: (B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a prismaflex machine was observed to have a "wheel issue" during unboxing. The device was at risk of tipping over. There was no patient involvement. No additional information is available.

Manufacturer narrative:
H11: the device was not received for evaluation; however, the device was evaluated on site by a baxter qualified technician. Visual inspection was performed, and the machine was observed to have a stability issue with the wheel. A service history review revealed no indication that the parts replaced during servicing caused or contributed to the reported event. The reported condition was verified. The cause of the condition was determined to be wear of the wheel which was replaced to address this issue. Should additional relevant information become available, a supplemental report will be submitted.